Event description:
Kmts field rep called in to report unidentified service error code. The issue was not unresolved. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.